Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
I performed the operation in (B)(6) 2013. During a recent followup, a clear zone around the cup was seen. The cup was also loose and migrated.

Manufacturer narrative:
Updated information: age at time of event and age units (patient). An event regarding alleged loosening involving an unknown tritanium shell was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Medical records received and evaluation: a review of the provided x-rays by the consulting clinician indicated insufficient patient information was provided. Additional records such as operative reports, serial x-rays and lab, confirmation of symptoms, progress notes, examination of explanted components, and histopathology are needed to complete medical assessment. Product history review: a review of the product history records could not be performed as lot information was not provided. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
I performed the operation in (B)(6) 2013. During a recent followup, a clear zone around the cup was seen. The cup was also loose and migrated.